Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were unresponsive and scratches near bottom of the insulin pump. It was reported that the insulin had shot out the end of infusion set during priming and noise during priming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No prime/fill anomaly and motor noise anomaly noted during testing. Device received with minor scratches on display window noted. (B)(4).